Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl and it was addressed with bread and dextrose tablets. The customer also reported a bg level of 193 mg/dl. System check could not be performed with tandem technical support as the low bg level was not occurring at the time of the report.